Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked with power injector bursting of the cap of an indwelling needle at the interface of the needle at the end of the injection of contrast medium during a cta of the head and neck of a patient

Manufacturer narrative:
1. Production record check (lot#4199365): 1) this batch of products will be assembled in jingma automatic line 4 in august 2024, and packaged in 240 packaging line in august 2024, with (B)(6) pieces of work order. 2) check the process test report and shipment test report, and the test results are in line with product standards. 3) check production records for any conformity, deviation or rework behavior. 2. Customers have no samples and photos returned 3. The retained sample of this batch was taken for relevant functional testing: 45psi leakage test was qualified, no leakage or other abnormalities were found at the end cap. See the attached test report. 4. Sku#383012 this specification of the product has not been declared for high pressure injection. 5. No similar complaints about this batch of products have been received from other hospitals. Conclusion: no abnormalities were found in the process and retained samples, and no similar complaints were received from other hospitals for this batch of products. The root cause of the sudden rupture of the end cap could not be determined because the product of this part number had not been declared for high pressure injection, the defective sample had not been received for further examination, and the flow rate and pressure used in cta angiography were unknown.

Event description:
No additional information provided.